Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 7f sheath hole prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, when opening the footplate lever in step #1, the device felt different and popped out of the hand of the operator damaging the anterior vessel wall. The device was attempted to be deployed yet there was no suture seen with plunger removal. The footplate lever was put down yet the footplate was open. The distal sheath (black plastic and metal portion) broke. Surgery was used to remove the device which was broken into three pieces. The vessel was repaired and hemostasis was achieved with surgery. A radial access site was used to perform the procedure. A blood transfusion was performed. There was a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The difficult to open or close, entrapment of device, unintended system motion, product quality problem were not confirmed due to device condition and the difficulties are due to case circumstances and cannot be replicated in a lab environment. The failure to cycle and material separation were confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The root cause of the reported difficulties cannot be determined. The subsequent treatments are related to circumstances of the procedure. In this case, it is possible that the guide broke during insertion and separated when the foot was opened, which may explain the difficulty opening the foot. This likely inducing the unintended motion, tissue damage, and the entrapment of the device. Leading to the surgical intervention and foreign body removal. The separation would also prevent suture retrieval. It¿s unlikely the actuator wire broke, but likely cut as part of the surgical procedure, however, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.